Manufacturer narrative:
Based on the results of the investigation, the most probable cause and the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope's bending rubber adhesive was found to be missing. There was no patient involved.